Event description:
It was reported, "used altrus 10mm 23cm during a tah - during case no errors stating jaws were overheating or temp was too high. Patient stayed in hospital until (B)(6) and on (B)(6) went back to hospital (for pain) and went back to hospital and was taken to (B)(6) medical center. Drs. Discovered her ureter was transected and the other one may have been crushed. Additional info from call from rep: rep believes that the patient is ok now. She doesn't know specifically what happened while at (B)(6) medical but she will try and find that information out. " the procedure was a tah, total abdominal hysterectomy.

Manufacturer narrative:
The altrus handpiece was discarded by the end-user. The original device or pictures of the device were not available; therefore, an investigation on the suspect device cannot be accomplished. Upon completion of the quality engineering evaluation a supplemental report will be filed.

Manufacturer narrative:
The altrus thermal tissue fusion system is indicated for open and laparoscopic techniques in general surgical and gynecological procedures for ligation (sealing) and dividing (cutting) of tissue when hemostasis is desired. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. Without evaluating the suspected sample a conclusive determination of root cause cannot be made. Without the return of the device, the serial number is not available; therefore, a DHR/lhr. Device history record/lot history record, review cannot be accomplished. The customer complaint cannot be conclusively confirmed since the device in question is not available for review. From the description of the complaint the device appears to have functioned properly performing ligation (sealing of vessels) and dividing (cutting) tissue. During the surgical procedure the end-user reported that there were no errors stating that the device jaws were overheating or that the temperature was too high. It is the healthcare provider's responsibility to understand the patient's anatomy and any anomalies that present themselves during the course of clinical care especially surgical interventions. The female ureters are in close proximity to the tissues being transected (fallopian tubes, uterine tubes, ovarian ligaments, uterine arteries and veins) during the procedure that was being performed, a tah, total abdominal hysterectomy. It appears that the patient's ureters were mistakenly cut and/or crushed during the surgeon's ligation of the fallopian tubes and their associated tissues. The complaint investigation has not identified any manufacturing defects; therefore, corrective action is not warranted at this time. Conmed corporation is considering this complaint closed.